Manufacturer narrative:
Computed tomographic (CT) images dated (B)(6) 2017 and (B)(6) 2017 were received by gore from the facility and an imaging evaluation was performed. A 3-d reconstruction from CT dated (B)(6) 2017 illustrated an excluder device that appeared to have been deployed using the ballerina technique. A 3-d reconstruction from CT dated (B)(6) 2017 showed that the previously implanted device had not changed position from comparison CT dated (B)(6) 2017. An axial image from CT dated (B)(6) 2017 illustrated contrast pooling in the aneurysmal sac--consistent with a possible type ii endoleak. However, patent lumbar arteries could not be visualized communicating with the contrast on this particular scan. The maximum diameter of the aneurysm appeared to be 49.3mm x 54.3mm on CT dated (B)(6) 2017, compared with a measurement of 54.4mm x 61.0mm on CT dated (B)(6) 2017. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
(B)(4). Concomitant products: patient medications include aspirin, lipitor, albuterol, and digoxin. (B)(4).

Event description:
On (B)(6) 2013, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date, computed tomography (CT) scan reportedly identified aneurysm enlargement (amount unknown) and a ¿twisted¿ distal ipsilateral limb (rmt281414/9504802). The basis for the compromised limb is unknown. According to the report, no endoleak could be visualized on the CT scan. On (B)(6) 2017, the patient underwent a re-intervention procedure whereby the ¿twisted¿ limb was re-lined with an additional gore® excluder® device. The patient tolerated the procedure.